Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, impedance measurement was high. The physician re-positioned the ipl, but the high value remained. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.